Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) procedure, the maxi ld 15 x 4 80cm balloon catheter was delivered to the target lesion and ruptured at 2 atms. The product was successfully removed from the pt without any problem. The target lesion was the abdominal aorta. The lesion was reported to be: moderately calcified, not tortuous, and an 80% stenosis. The lesion was pre-dilated with an ultra thin diamond 10 x 40 balloon catheter. A synergy 12 x 40 mm balloon catheter was used to complete the procedure successfully. There was no reported pt injury. There was no additional pt info available. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU). There was no info provided regarding contrast or the contrast to saline ration used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The balloon inflated, deflated, and re-wrapped normally. The product was removed intact from the pt. No additional info was available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.